Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached from the infusion set applicator. On the day of this report, the patient ate food since the patient noticed that blood glucose level was low (47 mg/dl). The patient successfully changed out the infusion set and resumed insulin therapy. The patient did not notice any damage when the package was first opened. No further information available.